Event description:
On 4/29/97 while md was removing jackson pratt drain, the drain broke off. Pt went to or for surgical removal with no further complications known at this time. Pt diagnosis was ca-drain removed from peritoneal area.